Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for headache and spinal pain. It was reported the patient did not get another neurostimulator. Patient got another lead on (B)(6) 2017. It was stated the second lead was for supraorbital and since she got it, she had not noticed it covered (the pain). Patient discussed where the leads crossed the nerves in her forehead and how the healthcare professional (hcp) implanted them. Patient said the hcp offered to do a revision and her insurance company would not pay for it because it was experimental. It was noted supraorbital did not cover. No further complication and events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked what circumstance the led to the decrease in supraorbital pain coverage, and taking longer to recharge, patient stated the device and remote would not locate the battery in my chest to change programs, and supraorbital stimulation wire did not cover the area of pain or nerves. Patient stated the insurance she had last year would not cover the procedure anymore, so no action or intervention was taken to resolve the issue above. The patient was looking t o see if current insurance would cover the revision to resolve the issues she had. It was stated the stimulation device was replace and worked without errors, however, the remote/cord/antenna did not work and was not replaced. No further complication and no symptoms were reported.